Event description:
It was reported that an unknown problem with the cadd pump was unable to be resolved. The issue occurred while in use on a patient. No air in line was noted. No additional information available.